Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed openings and one broken device assessed as surgical damage. And missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "scar tissue grade 4" and healthcare professional later reported "baker IV capsular contracture, removal of ruptured silicone breast implant, leakage of implant, painful breast, and hardening of breast." This record is for the right side. The has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported "scar tissue grade 4" and healthcare professional later reported "baker IV capsular contracture, removal of ruptured silicone breast implant, leakage of implant, painful breast, and hardening of breast." This record is for the right side. The device has been explanted.